Manufacturer narrative:
The device was returned to olympus for evaluation which found that the air/water channel was clogged by foreign material. In addition, it was also found that the electrical connector unit mouthpiece pin was loosened and leaky, the connector seat holder unit was corroded, key top 1 was incised but leak free, the charged couple device cover lens was scratched, insulation distal end value resistance was out of specification due to damages to the camera cover, and angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was no insufflation while using the colonvideoscope. The device was returned for evaluation which found that the air/water channel was clogged by foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: it is unknown if the customer reprocessed the subject device by way of the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the el-connector unit mouthpiece pin. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. -IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.